Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as ¿high¿; although a specific value was not provided. Cause was due to the customer experiencing difficulties filling a cartridge. Customer addressed their bg with a correction bolus via pump. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.